Event description:
The device was used during a thoracoscopy/pulmonary biopsy. Reportedly, the device jammed and the staples did not form properly. Used another device to complete the procedure. No pt injury was reported.